Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent altitude alarms occurred. The user declined to provide a blood glucose level. It was confirmed that the user had an alternate method of insulin delivery available. Although confirmation was requested as to whether or not the alarm cleared, it was unable to be confirmed.